Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The initial reported event was received on 2017-05-26. Of note, the reportable malfunction and/or serious injury of dislodgement is normally submitted via a bimonthly report submission that would have been due on 2017-08-10. Information was subsequently received on (B)(6) 2017 and revealed patient died. As there is new information that reasonably suggests the device has or may have caused or contributed to a death, this event no longer qualifies for bimonthly reporting and is therefore being submitted as a 30-day report. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced cardiac arrest during an implant procedure. Following the chest compressions, the lead had dislodged and was noted to be located in the patient's inferior vena cava (ivc). It was decided that the lead should be left as-is until the patient condition became more stable. Follow-up investigation revealed that the patient had expired.